Event description:
It was reported that during a low anterior resection procedure, the device would not fire. It was positioned on tissue, made a small noise and then stopped. A few staples deployed but there was no cut line. It was difficult to open; however it was able to be removed from the tissue. Once removed, there was no tissue damage. It was attempted three more times with three different cartridges all resulting in the same outcome, would not fire. Finally a new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First - 4th. What color cartridge was being used? White & gold. What other color cartridges were used before and after this event? White & gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unusual noise heard from battery while attempting to fire. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Event could not be confirmed as no cartridge was received for analysis. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The analysis found that device (c) was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. File reopened to capture the sequence of events the surgeon states that he cannot fire the device. The device was in place, on the bowel, and per the or staff the device would not fire. Originally the or reported that the device was an echelon flex 60. After several questions from the rn it was discovered that the device was a powered echelon and that the surgeon had already pulled the manual over ride lever. The associate instructed the or that the device could no longer be used. It was confirmed that they were using a 60 reload. A second device was opened. Device was placed and surgeon was instructed on how to fire the device. Again it was reported that the device would not fire. All steps for use were read to the customer. Manual over ride had to be used to get the gun to release. At this point it was reported by the or that they were using a white reload on the bowel. The or states that they were not aware that the white reload was for vascular, thin tissue. This rn instructed them to use a reload indicated for thick tissue. Informed operating room that a new gun would have to be used. The or then put a gold reload into the second, used gun against this rns advice. They removed the cap from the reload. The or was informed that the device cannot be used and that the reload cannot be used in a third device as the cap has been removed and it has been placed in the second gun. A third gun was opened. A new gold reload was placed in the third gun. Again, the surgeon was unable to get the gun to fire after the steps for use were read to the or. Again the manual over ride had to be used to remove the gun from the tissue. This rn instructed the or to keep all reloads and all guns used in the case. The or was instructed to call with additional information when the case was completed. Per hospital contact - all three devices would not fire, it is thought to be the battery that was the issue. There were no patient consequences. This would have been the first firing for all 3 devices. On the colon, the devices did not staple and did not cut and were difficult to remove. A competitor's device was used to complete the procedure. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.